Event description:
Patient is in the hbpc (home based patient care) program. He has a peg tube used for supplemental feeding. Feeding tubes are now of enfit type and there is a y-connector feeding adapter placed on the end of it. Pt reported this piece was cracked. He was still able to give himself feeding via the other port until hbpc dietitian scheduled home visit and replaced the piece. This was the first incident of this kind noted by this registered dietician. Device not compromised upon g-tube placement by gi and successfully replaced by this rd.